Event description:
A medtronic representative called in to inform us that the device is scheduled for explanation today due to pocket erosion. The representative will try to return the device but he could not give us his promise that it would be coming back. The leads will be capped and left in the patient's body. In 2008, according to the mdrf on biosmart, the leads were removed. System removed: cylos dr-t, MDR 1028232-2008-01341. Selox jt 45, MDR 1028232-2008-01346. Selox st 53, MDR 1028232-2008-01348.